Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the device was scrapped due to the recharge antenna failure of the no device found message as well as failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that last night they started seeing an rm-03 code. Troubleshooting was unable to be performed as pt says they already took battery pack out and reinserted which resolved the issue. They said they have since been able to charge up normally. I told pt to call back if the issue happens again. Pt will call back if the rm-03 code resurfaces. No patient symptoms were reported. Additional information was received from the patient. Pt called back saying the implant (ins) won't charge and that they needed a new charger. Patient (pt) said recharging "doesn't do anything", they tried charging for over an hour and ins didn't increase past 70%. Pt also said the recharger antenna (rtm) cord where it goes into the paddle had gotten so hot twice now (pt said one time they thought it was burning them). Pt also said last time they charged, it came up with "rt24". Pt said they called in a week and a half ago (documented in this case) and they have been having the issues since the last call, and then over the weekend hadn't been able to charge at all. Pt did not see any damage to rtm cord. A replacement rtm was sent to the patient.